Event description:
It was reported that patient underwent a total right hip arthroplasty on an unknown date in 1979. It was further reported patient underwent revision procedures on unknown dates in 1991 and 1998. Patient underwent a revision procedure on (B)(6) 2007 due to acetabular wear, osteolysis and femoral loosening. Subsequently, a revision procedure was performed on (B)(6) 2008 due to infection. An irrigation and debridement was completed and the acetabular liner and modular head were replaced during the revision.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-00572-1 / 00573-1 / 03480-1).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date, implant date, manufacture date. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-00572 & 00573 & 03480).